Event description:
Customer reports the following: "during syringe installation, the keyboard stopped working." Reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, reported event could not be confirmed with embedded data in log file. The subject device (model agilia sp pca, serial number (B)(6)) was not returned to our laboratory for analysis. However, suspected defective keyboard was returned as a spare part for investigation. Upon reception, subject spare part was submitted to a visual inspection. Keyboard tracks were found oxidized, most probably due to liquid infiltrations. Then, cross-testing of the spare part was performed using an agilia sp pca test bench. At startup, the unit began to beep as if the keys were stuck. Therefore, no further analysis could be performed and reported event was confirmed. Based on available information, the root cause of the reported issue is linked to liquid infiltrations that oxidized the keyboard tracks. In addition we strongly recommend users to follow the disinfecting and cleaning processes that are clearly indicated in the ifus as upon investigation of defective keypads provided by other customers, the cause was found to be linked to the cleaning/disinfecting process of the pumps performed in hospitals. To our knowledge no patient consequences have been reported. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.